Manufacturer narrative:
The customer tried again to charge the system for days and still no change.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer tried to charge the perfusion system overnight but the system did not hold any charge. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.